Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to retract helix and failure to advance stylet. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and stylet not able to advance further than the pin were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued and some filars were broken, consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be retracted and extended. The measured helix extension length was within specification. The cause of the reported event of unable to advance stylet further than the pin was isolated to an overtorqued inner coil at the connector region, consistent with procedural damage, while the cause of the reported event of helix mechanism issue was isolated to an overtorque inner coil, consistent with procedural damage and clogged helix.